Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, has experienced right breast mild capsular contracture; baker grade unknown, granuloma, and right breast implant rupture. Ultrasound on (B)(6) 2020 and MRI on (B)(6) 2020 confirmed the rupture. Furthermore, the patient reported unspecified systemic symptoms and was concerned about breast implant illness. In addition, as per the imaging reports, the right axillary lymph node demonstrates sonographic characteristics of typical of silicone uptake and as per the ultrasound report, there are findings suggestive of silicone lymphadenopathy in the right axilla. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis. Right breast complications were reported under mrn: 1645337-2020-05963.